Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis. Intraocular lens (iol) received in three segments wrapped in a surgical gauze, inside a plastic bag. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned, the other haptic is intact. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The are linear marks/indentation on the optic, the outline is similar to marks caused by a surgical forceps. Company lens was replaced with monofocal lens. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An opthalmic surgeon reported that after cataract surgery with intraocular lens (iol) implantation procedure, the patient experienced discomfort in vision. The iol was removed and replaced with a non-company monofocal lens in a secondary procedure. No further information expected as reporter is unwilling to provide additional information.